Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the placement of the valve was not optimal and the valve was recaptured twice. Upon the second recapture the actuator on the delivery catheter system (dcs) separated. The handle was clicked back in place and the valve closed normally. The separation occurred when the capsule was 2/3 closed. There was no unusual tension felt and the handle was never overdriven during the process. The loader had previously loaded 50 cases. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the capsule partially opened and he end cap/screw gear snap fit connected. Visual analysis showed the handle, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated from the dcs by the medtronic analysis technician with little to no resistance. Both tab 3 and tab 4 appeared to have a hairline fracture at the point where the tab protrudes from the deployment knob. A procedural image, fluoroscopic inspection of the valve load, was submitted to medtronic for review. The film was reviewed by medtronic's research development team and no evidence of a misload was observed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the suspect dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The suspect dcs was returned for analysis with actuator components attached. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through the patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.